Event description:
Pseudoseptic reaction [inflammation]. Swelling in knee [joint swelling]. Case description: spontaneous reported was received on (B)(4) 2013 from a physician via sales rep regarding a pt, (demographics not provided), initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20) injection, route and dosage regimen not provided. The lot number of synvisc one was not provided. It was reported that on an unspecified date, the pt had a pseudoseptic reaction to synvisc-one injection. The pt visited the emergency room with swelling in the knee. The pt was given steroid injection in the knee at emergency room and was sent home on oral non steroidal ani inflammatory drugs. On an unspecified date, the pt recovered from the events of pseudoseptic reaction and swelling in knee. Concomitant medications were not provided. The intensity for both the events was not provided. The relationship between synvisc one and both the events was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.